Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based on the information received. In order to perform a proper investigation to confirm the alleged defect and determine the root cause, it is necessary to have the device sample. If the device becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "it was reported that screw thread of adaptor was unable to be attached to flow meter properly prior to use on a patient. Therefore, it was replaced by a new kit." There was no report of patient injury.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage on the internal thread of the adaptor. Functional testing was also performed and the device passed all testing except for the oxygen entrainment testing. The adaptor could not be connected correctly to the oxygen supply due to the damage on the adaptor. After the oxygen entrainment testing, the adaptor was carefully disassembled from the upper body component and it was visually inspected. During the visual inspection it was found there was wear on the internal tabs. Attempts to duplicate the failure mode were performed and there are two ways to duplicate them: the first one is by overtightening the nut adaptor into the flow meter. The second one is by manipulating the assembly connection. (Con't) other remarks: based on the investigation performed, the reported complaint was confirmed. Although the condition observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the component was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection. Personnel of the assembly line were notified on feb-06-2018 for awareness.

Event description:
Customer complaint alleges "it was reported that screw thread of adaptor was unable to be attached to flow meter properly prior to use on a patient. Therefore, it was replaced by a new kit." There was no report of patient injury.